Event description:
It was reported to philips that fluoroscopy failure occurred and the system restarted during use on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service improved pc contact; software reinstall pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).